Event description:
In 2003, the pt reportedly experienced pain at the implant site. The pt was seen by the surgeon. A culture was taken which was positive for staph infection. The skin flap was opened (date not given). The pt discontinued use of the external headpiece. The pt was placed on antibiotics. In february 2004, the pt reportedly experienced an irritation at the implant site. The pt was seen at the center. It was observed that the pt reportedly appeared to have an allergic reaction. Swelling and redness of the implant site were observed. External equipment was exchanged. The pt continued to be monitored by the center. In march 2004, the pt was seen by a company representative. The decision was made to explant the pt's device. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant and placed on antibiotics.